Event description:
It was reported that bd needle pierced the catheter. The following information was provided by the initial reporter: when the needle retracted it went through the catheter.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: the complaint that the needle punctured the catheter was confirmed and the cause appeared to be associated with use. The returned 20g insyte autoguard device exhibited evidence of use. The IV catheter was received separate from the needle. The needle was received fully retracted within the shield. A microscopic examination of the IV catheter revealed a v-shaped breach in the tubing near the pink adapter. The size and direction of the breach was consistent with needle puncture damage. As the sample exhibited evidence of use, the damage likely occurred due to complications during the insertion process. Had the IV catheter been punctured by the needle during assembly/manufacturing, the resultant damage would have precluded venous access. The instructions for use (IFU) indicate that if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.